Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the collimator required re-homing. The collimator was re-homed and the reported error was cleared and the issue was resolved. A full imaging system check-out was completed following re-homing of the collimator and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system showed an error initializing the collimator. This occurred apart from any patient involvement. No additional details were provided.